Manufacturer narrative:
The device history records & sterility records have been reviewed by manufacturing and found to be in compliance.

Event description:
A surgeon reported that a memory lens implanted in the right eye of an unspecified patient has opaque anterior surface noted since 2006. A yag was performed (date not provided) with no improvement. An iol exchange is being considered. Request has been made for additional information, however no further information has been provided.